Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine testing cs100 intra aortic balloon pump (iabp) had experienced fault code maintenance 1 and iabp catheter detachment failure. There was no harm injury reported to patient.

Manufacturer narrative:
Updated field: b4; b5; d9; d10; :e1 event site address, city; g3; g6; h2; h3; h6 medical device ¿ problem code, type of investigation, investigation findings, investigation conclusions, component codes; h11 corrected fields: g1 contact person ¿ mfg site due to character restrictions in block e1 full event site address is street: (B)(6) a getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, the hospital has sufficient spare iabp units. A low negative pressure fault occurred. After repair, the valve assembly was damaged. After replacing the valve assembly (0104-00-0018), the device passed all factory-specified performance and safety tests. The device has been delivered to the customer and is ready for clinical use.

Event description:
It was reported that during routine testing cs100 intra aortic balloon pump (iabp) had experienced fault code maintenance 1 and iabp catheter detachment failure. During routine startup inspection of the iabp, a low negative pressure fault occurred. There was no harm injury reported to patient.